Event description:
Information was received that reported a patient was treated for infection. It was reported that the patient had two different infusion sites that became infected on the same day. The patient presented to his physician; who lanced both sites and prescribed oral antibiotics.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet been returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.